Event description:
Clinic notes received indicating that the vns patient was lethargic which is believed to be due to the patient¿s device. The patient had a history of recurrent admissions to the ER due to convulsive status epilepticus. It was noted that the patient's seizures were multifactorial. The patient was given new medications and was referred to an epilepsy center for monitoring. During an office visit on (B)(6) 2009, the patient¿s device showed normal device function via normal mode diagnostics and the patient¿s device frequency was increased to potentially improve the patient¿s response to vns.

Event description:
It was reported from the physician that status epilepticus is a part of the patient's normal seizure pattern. The status epilepticus event is not thought to be related to vns. It was determined that the cause of this status event was due to the patient's disease state.